Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
This is report 2 of 2. It was reported from (B)(6) that during incoming inspection, it was observed that there was "residue in the sterile package" of the device. The device was not used in surgery. No injuries or medical intervention were reported. The exact date of the event was unknown. Although the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.